Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. The philips field service engineer (fse) visited system onsite and performed troubleshooting, which revealed the power supply issue at startup, the fuse f12 was damaged and circuit breaker on l1 was down. To resolve the issue, the fse replaced global power supply unit, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.